Event description:
It was reported to philips that the heartstart mrx defibrillator did not recognize that the therapy cable was connected during cardiac arrest. There was no negative patient impact.

Manufacturer narrative:
(B)(4).